Event description:
It was reported that during a post-implant follow-up examination, exposed urethral bulking implant material was observed in the patient's urethra. The exposed material was extracted and the patient was treated with macrobid for potential infection. No further complications have been reported.